Event description:
The customer reported a silicone segment bubbled and fluid spilled during chemotherapy infusion. There was no report of pt harm or medical intervention. No add'l pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the affected product be received for eval.